Event description:
During a tonsillectomy and adenoidectomy procedure, the bovie tip (ethicon 0013m) began falling apart during the procedure, the scrub tech in the room noticed that it appeared to be getting shorter and then as she wiped the tip off part of it broke off. Scrub technician immediately removed the bovie tip from the field and requested a new one. Bovie tip was given to ethicon rep for testing.